Manufacturer narrative:
This event occurred during the unspecified date and month of year 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of clearlink system secondary medication sets had under infused. The sets were used with glass bottles of ofirnez, unspecified baxter IV bags, clearlink system continu-flo solution sets and connected with baxter sigma pump. It was stated that the sets do not pull or drip the solution or medication fast enough. It was further reported that it took a longer duration for the antibiotic to go through to the patient. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.